Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 400 mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer required assistance from a camp counselor to address the bg level. The customer perform a supply change to resolve the occlusion alarm. Additionally, the contact reported experiencing elevated bg levels up to 600 mg/dl and ketones; no ketone value was provided. Multiple supply changes were performed and the customer's bg levels remained elevated. Insulin pen injections were administered to address the bg level. A system check was performed and the pump time was found to be off by 1 hour. Tandem technical support assisted the customer in correcting the time on the pump. System check with tandem technical support indicated pump was performing as intended. No damage to the infusion set site was observed. During a follow-up, the contact stated the customer was in contact with the clinical diabetes specialist who provided t:30 infusion sets which may be a better choice for the customer. The customer's bg level was 131 mg/dl during the follow-up.